Event description:
The event involved a microclave clear neutral connector. It was reported that the micro clave was cracked. Due to this crack, there were fluids running into the patient's bed and not into the patient. There were a patient involvement and no reported harm.

Manufacturer narrative:
B3 - date of event: unknown. The device has been received for evaluation; however, investigation is not yet complete.